Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's battery depletion was normal, but that the patient was dissatisfied with the longevity and disappointed with the battery life. It was noted that the patient was told that the battery would last five years and she thought that was a 'guarantee.' It was indicated that the patient had two batteries in "2 years and 1 month." Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v598830, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reviewed indicated that in (B)(6) 2011 the" transmitter was not working", it lasted in less than 2 years and 1 month.